Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device had a piece of particle contamination in the needle's tip. This was discovered prior to use. There was no patient involvement. No additional information is available.